Event description:
Hill-rom received a report from the account stating the bed exit is not functioning correctly. The bed was located at the account. There was no pt/user injury reported . (B)(4).

Manufacturer narrative:
The hill-rom tech found the account was unable to set the bed exit due to the caregiver not pressing firmly enough on the bed exit enable switch. Per the hill-rom user manual, warning: the pt position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound pt risk assessment and protocol to prevent personal injury. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech turned on the bed exit to resolve the issue. Based on this info, no further action is required.